Manufacturer narrative:
Gehc service personnel called the customer. Customer said, the system is working correctly and that there is no problems. Customer confirmed that the system is working properly.

Event description:
Customer reported system failed to boot in the or.